Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the left circumflex. The 3.25x12mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion with resistance noted due to the anatomy. During the initial inflation at approximately 6 atmospheres, the balloon rupture occurred. The sds was removed with the stent intact on the balloon. Additional dilations were performed several times using a non-abbott device, and a new xience skypoint was implanted without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to difficult to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement and positioning of the stent, as resistance was noted, contributing to the reported difficult to advance, ultimately causing the reported material rupture; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.